Event description:
The customer reported that the 9800 system table control was blocked. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The table control cable was replaced during the service call.